Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right knee. It was reported that when the surgeon pressed the insert into the baseplate, the locking wire appeared raised. After impaction, the locking wire still appeared raised. On removal, it was confirmed the locking wire separated from the insert. Insert was wasted and a second implant was obtained. The second implant locked into the same in-situ baseplate. Procedure was completed successfully with a delay of approximately 1 minute. Wasted implant was disposed before the rep could obtain pictures. Rep confirmed that no further information will be released by the hospital or surgeon.